Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did jaws of device cut artery? Please quantify amount of bleeding that occurred. Were any blood products given? How long of delay was there to procedure? Was there any change to procedure or post op patient care? What is patient's current status?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcm20 device was returned in good visual condition with a clip in the jaws.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a visceral procedure, when the surgeon wanted to put the first clip ligation of venous branches on the path first ((B)(4) femoral) artery was cut because no clip is out. Either it fell, either there were no clips. Used another clip to continue the procedure. Surgery was prolonged.